Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple devices are on critical override and multiple users failed to authenticate. The technical support specialist (tss) dialed into the system, verified the log and identified that few users were unable to login. Tss advised the user to login into the patient encounter system application and then to the station and confirmed that the user was successfully login. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple devices were on critical override and went offline. Nurses were unable to authenticate at the machines during login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.